Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot-specific similar complaints revealed no indication of a lot-specific product quality issue. Based on available information, the reported failure to grasp the leaflets appears to be due to procedural conditions. The unspecified tissue injury appears to be a cascading effect of the failure to grasp the leaflets. Tissue injury is listed in the mitraclip system gen 4 instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling. The clip from the index procedure referenced is filed under a separate medwatch report number.

Event description:
This is filed to report during grasping tissue damage occurred.. It was reported that the first mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. One clip (cds0701-xtw, 01202u204) deployed successfully, and the mr grade was reduced to <1. The next day, during a controlled transesophageal echocardiography, it was noted that mr had increased back to 4 and a tear on the leaflet was noted. The clip remained stable on both leaflets. The patient was discharged and was scheduled for a second procedure. On (B)(6) 2021, the second procedure was performed. The first clip was implanted lateral to the first clip successfully. A second clip delivery system (cds) (cds0701-ntw, 01002u355) was advanced to the mitral valve and placed medial to the first clip. Grasping was performed but was difficult due to poor imaging and every time the clip grasped the leaflet, the tear became worse. Therefore, it was decided not to deploy the second clip and the cds was removed with the clip without issue. One clip implanted, reducing mr to 3. No additional information was provided.